Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. (Another mesh was implanted on (B)(6) 1995) it was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 1998 at which time another mesh was implanted, due to persistent incisional drainage no additional information was provided.

Manufacturer narrative:
Manufactured: 10/01/1996.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.